Event description:
It was reported that during the procedure the right atrial (ra) lead entered and exited the blood vessel, causing the shape of the tip to change from its initial state. The lead was not used and the physician elected to complete the procedure with a different lead. There were no patient consequences.

Manufacturer narrative:
The reported event of helix damage was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.